Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that he wasn¿t feeling the stimulator work in his lower back or legs. The patient stated that he had a fall 15 days ago and since then he feels like the stimulator has not worked in his back or legs because he has had increased pain. An impedance check was run and it showed the 8-15 lead had impedances greater than 10000 ohms on electrodes 10, 11, 13, 14, 15. The patient was programmed on most of those electrodes and reprogramming was done using 8, 9 and 12. The patient stated he was getting good coverage at this time and the issue was resolved at the time of the report.